Manufacturer narrative:
The received translated medical notes were transferred to bioengineering for review. A report was received from bioengineering stating: from review of the revision surgical notes, there was no information that can aid the investigation into the cause of failure. Wear is known failure mode of total hip replacements and after 10 years of service, a certain amount of wear is to be expected. The rate of wear can be influenced by patient factors such as weight and activity level and surgical factors such as implant positioning and joint laxity. Without the products, patient information or x-rays to review it cannot be determined if there was excessive wear in this case and what factors may have contributed. A review of manufacturing records and complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient lawyer contacted our product liability insurance and is claiming for compensation: patient received hip-tep right side on (B)(6) 2004. In 2012 pe wear was diagnosed. Revision because of strong pe wear on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.